Event description:
It was reported that the pump declared a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to remove the cartridge, inspect and clean various components, and follow on-screen instructions to successfully load the cartridge onto the pump. The caller was able to resume insulin delivery after completing the load process.